Manufacturer narrative:
Additional information received on 28 june 2017 and includes: on (B)(6) 2017 the spacer was removed and permanent product was implanted.

Manufacturer narrative:
Batch reviews performed on 15 march 2017. Lot 157827: (B)(4) items manufactured and released on 26 april 2016. Expiration date: 2021-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø40/f, code 01.32.4048hct, lot. 162407 (k122641) (B)(4) items manufactured and released on 14 september 2016. Expiration date: 2021-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 30, code 01.32.6530, lot. 163602 (k103721) (B)(4) items manufactured and released on 01 september 2016. Expiration date: 2021-08-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in due to signs of infection. The surgeon revised all components and implanted a spacer. The surgery was completed successfully. Explants are not available.